Event description:
It was reported that prior to starting a da vinci surgical procedure, the staff reportedly observed a broken cable on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis investigation also found one grip cable was derailed on one side of the distal clevis from the distal idler pulley, causing a non-intuitive yaw motion as a result. The other cables at the wrist were not damaged. There was no other damage found.